Event description:
The customer reported that the system displayed communication error and was inoperable. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc battery was evaluated and replaced. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.